Event description:
It was reported the cuff component of the bivona tracheostomy was found to be leaking after 72 hours of use. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, device evaluation- two used devices were returned for evaluation. The returned devices were given leak testing; this showed leakage at the same area for both devices. The leak site was determined to be a cut area on the cuffs located approximately 25mm from the distal tip. Because the device is 100% leak tested prior to packaging it is unlikely this damage was present during manufacturing. The cuff damage was present on both samples in same area and were returned for separate events for the same patient. It was determined likely the issue occurred when the cartilage in the patient's trachea rubbed against the cuff surface and eventually caused the cut damage.